Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Also received with minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was 187mg/dl at the time of incident. The customer's pump will be returned.